Event description:
Reporter alleged, the customer obtained discrepant blood glucose results of 184mg/dl back to back with a result of 84mg/dl when testing was performed less than 5 minutes apart on the advantage system. No hypoglycemic or hyperglycemic symptoms were reportedly experienced. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.